Event description:
During a lead revision due to twiddler's syndrome, the set screw could not be loosened from the header of the device. The physician explanted the entire system and implanted a new device. The patient was in stable condition.

Manufacturer narrative:
The reported event of stuck lead due to setscrew anomaly was confirmed. The analysis found the setscrew was firmly stuck in the connector block and required destructive methods to separate it from the device connector. Analysis performed using scanning electron microscope to confirm the foreign material found it to be epoxy in the connector block threads, which caused the setscrew to get stuck. When the setscrew was tightened in the field the epoxy in the threads resulted in locking the setscrew in place. A manufacturing anomaly may have occurred that left or caused the epoxy to be in the connector block threads.